Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not available for evaluation.

Event description:
It was reported that the pump shut off unexpectedly, the pump touchscreen display was gray and difficult to see and the battery gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.